Event description:
It was reported that during a replacement procedure, the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the patient received inappropriate shocks, and the right ventricular (rv) lead exhibited noise oversensing and an apparent fracture. The lead was explanted and replaced. During the replacement procedure, the atrial lead dislodged. The atrial lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The inner insulation was kinked buckled, the outer insulation exhibited a cosmetic depression, and all insulators were breached cut. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead was stretched and exhibited apparent explant damage. The analyst noted that the lead was returned with the helix fully extended, blood and tissue on it. Blood and tissue on the helix from dislodgement caused the helix to not retract.